Event description:
The manufacturer received information alleging a ventilator had battery issue. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
It was initially reported, the device's power supply was replaced. The power supply was not replaced, the internal battery was replaced.